Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03617. It was reported the patient has an infection at his incision sites. Subsequently, the patient was admitted to the hospital where his incision sites were cleaned and his scs ipg was explanted on (B)(6) 2013. It was also reported the patient received intravenous antibiotics, will have another incision cleaning and is being monitored. Additionally, the sites have been cultured. Follow-up identified the patient¿s scs lead was explanted on (B)(6) 2013, the patient is receiving oral antibiotics, and the infection is clearing.

Manufacturer narrative:
Method ¿ the device history and sterilization records were reviewed. Results- the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.